Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 41mm in diameter abdominal aortic aneurysm. At implant, the proximal aortic neck diameter measured 19-18mm and 20mm in length. It was reported that a follow up CT scan identified a proximal type I endoleak. The physician elected to implant another manufacturer's proximal aortic cuff. However, the proximal type I endoleak persisted after the aortic cuff was implanted. A second aortic cuff from another manufacturer was then additionally implanted covering a third of the renal artery and the proximal type I endoleak was resolved. Per the physician, the cause of the event was most likely due to disease progression. No additional clinical sequelae were reported and the patient is fine.